Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was "discolored". The display issue did not block graphics or text. There was no blood glucose level impact as the customer was not yet using the pump for insulin therapy. Customer confirmed that an alternate method of insulin delivery was available.